Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2012. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is901326 my model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2014. This is a list of my side effects and symptoms that I have experienced due to essure: migraines, jaw pain, joint pain (knee), facial hair, decline in memory, not regular period cycles. (Sometimes I will only bleed a day other times 8 days. My cycles have been as long as 60 days.) I have/have not been seen by 2 doctors. The device is still inside of me.